Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3, b5: subsequent follow-up with the customer, additional information was received. It was reported that the shaver would not operate during intra-operatively. It was reported that there was no surgical delay. It was reported that the case was completed by changing to another handpiece. It was reported that an alternative product was readily available. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions). It was reported that the event date was the same day it was reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was faulty was confirmed. It was found that tissue seal kit was missing from the drill mounting mechanism. Also it was found that the blade doesn't lock into the shaver and gets disassembled. The missing parts of the of the drill mounting mechanism were replaced and the device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the missing components of the device. This would have caused the device to not function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the micro tornado hp w handcontrol device was faulty. No patient consequence and no surgical delay was reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the tissue seal kit was missing from the drill mounting mechanism on the device that the blade did not lock into the shaver and got disassembled. All available information has been disclosedle, a supplemental medwatch will be submitted accordingly.plemental medwatch will be submitted accordingly.